Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero leaked. The following information was provided by the initial reporter: date of incident: on (B)(6) 2025 concern description: blood leaking from tubing once inserted into patient vein (possible puncture in tubing or hole). Customer responded on (B)(6). Patient required a second inserted piv as a result of faulty nexiva piv catheter.

Manufacturer narrative:
In response to the event reported by your facility, a device history review (DHR) was conducted for lot number 4248809 and material 383557. No related quality issues or process deviations were identified during the review. Two nexiva units were provided for to aid in our investigation, and functional testing confirmed a leak in the extension tubing of the used IV catheter. A semi-circumferential breach was observed, which may have been associated with clamping; however, due to the device being opened and used, it could not be determined whether the damage occurred during manufacturing or use. As a result, the root cause could not be confirmed.

Event description:
No additional information.